Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence and pelvic organ prolapsed. Following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and other severe emotional trauma.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of a uterosacral ligament suspension and cytoscopy during mesh implantation.

Manufacturer narrative:
(B)(4). Was reported that following insertion the patient experienced dyspareunia and frequent urinary tract infection.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.